Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, at the third firing for a functional end to end anastomosis, the jaws of the reload became unable to close. The power shell was replaced to solve the problem, but the situation was not improved. A handle failure occurred. Another device was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.